Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Whole head came off...keeps slipping off- oral b power care [device breakage] case narrative: consumer via e-mail stated that brush keeps slipping off and whole head came off. No injury was reported.